Event description:
A positive advia centaur xp total hcg result was obtained by the customer on a patient sample and considered discordant when questioned by the physician and the expected patient clinical picture. The customer performed repeat total hcg on the initial sample tube and the results were positive. There was no known report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
The cause of the positive advia centaur xp total hcg when compared to the physican expectation of the patient's clinical picture is unknown. There were no other discordant total hcg patient results reported by the customer or known system issues. No conclusion can be drawn.